Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2021. Additional information was received. If further details are received at a later date a supplemental medwatch will be sent. The surgeon informed the distributor that the patient has been treated and is well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate product complaint # (B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent no product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via social media, a patient underwent abdomen and breast surgery on an unknown date in (B)(6) 2020 and topical skin adhesive was used. Post surgery, after about 10 days, noticed region that seemed wet and that water was entering the edges which made the area moist. After 14 days the edges were loose and removed the cover in the area without difficulty and underneath there was already a wound that needed the use of local antibiotics, after 70 days, and after stitching again the area, there is still a healing wound.